Manufacturer narrative:
(B)(4). Unit received with detached end cap. Unable to perform functional testing including the displacement, due to detached end cap. Pump received with broken battery tube threads, broken reservoir tube lip, missing end cap sticker and stained address/serial number label. The p-cap does not lock into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the bottom of insulin pump came off the casing and was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.